Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via web stated that it fell apart with 3 pieces when brushing their teeth. No injury was reported.